Manufacturer narrative:
On 7/29/16 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the returned mirror shows scratched reflective surface and detached from frames. While inspecting the mirror it is also noticed that the mirror is detached and have fallen out of frame . Without knowing what temperatures were used when in autoclave and how the mirror was handled during wiping; the cause is undetermined. This type of damage can happen when heat penetrates the reflective surface during autoclaving. The complaint report is confirmed. Device history evaluation - DHR review: nonconforming product report / nonconforming material report history: there is no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: there is no applicable engineering change order/manufacturing change order history. Corrective action preventive action history: issued for the mirror glass becoming separated from the mirror frame. Issued for double side mirror glass separating form the frame. Health hazard evaluation history: issued for the following reasons: mirror detaching from the frame. Conclusion: the root cause has been identified as a workmanship or material deficiency. Appropriate action has been implemented to rectify this manufacturing deficiency.

Event description:
Customer initially reports mirrors are coming off of the surface, coming unglued. Fell off in patients mouths. On (B)(6) 2016 customer reports no harm done. This is #3 of 3 related complaints.